Event description:
It was reported that the target lesion was the distal rca and the patient was ami. The guiding catheter was engaged and the guide wire was crossed at the lesion. The voyager was dilated 8 times. After implanting a stent, the physician doubted distal emboli and thrombosis. An attempt was made to cross a thrombuster, but it couldn't cross. An attempt was made to cross the voyager (already using), but couldn't cross. When the physician removed the voyager, resistance was felt between the balloon and the guide wire. The voyager was removed. Once outside of the patient's body, the separation of the balloon portion was noted. Under cine, the separated voyager was confirmed in the guiding catheter because the physician was able to find the balloon marker. So, the guiding catheter and the separated voyager were removed together. No patient injury or effect was reported.